Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was confirmed as signal loss greater than one hour. The probable cause of signal loss could not be determined. The reported event of no readings is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed.